Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump was blank and customer stated that it was because of the keypad issue. Customer inserted a new battery and received a power loss alarm and unable to clear it. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unable to verify keypad unresponsive due to blank display.